Manufacturer narrative:
No corrective action necessary.

Manufacturer narrative:
The user facility did not retain the device or record the lot number. The device history record is unable to be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A corrective action has been initiated for this issue. See related reports 0001932402-2020-00006 and 0001932402-2020-00007.

Event description:
The user facility in the (B)(6) reported the trocars are not sealing the wound adequately. The surgeon tried inserting the trocars perpendicular and oblique. While performing 3 retinal detachment cases and all wounds needed suturing.